Manufacturer narrative:
Actual device was returned for evaluation. Additionally, operative report was provided for clinical assessment by a clinical representative. Based on the review of the medical records, the iliac artery was very tortuous, which may have contributed to radiopaque tip getting caught and detached. Visual inspection noted the polyimide partially collapsed in a spiral pattern, consistent with excessive torque or rotation. The device instructions for use, under warnings and precautions state: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. The device history record did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar event. Based on the case information, review of medical records, manufacturing records and complaint handling database, the cause for the reported event appears to be related to patient anatomy and user technique.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that the radiopaque tip of a limb extension delivery system detached during retraction. Reportedly, after successful deployment while attempting to remove the delivery system the radiopaque tip got caught on the patient's tortuous iliac artery. The physician manipulated the system a few times in each direction, when the tip detached. An extended cut down was performed to retrieve and snare the tip. The procedure was completed without further complications. There was no injury reported.